Event description:
It was reported that a v-34 plastik klempli basic solution set had a hair in the drip chamber housing. This malfunction was observed during set-up. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned for evaluation. During the visual inspection a hair was observed inside of the drip chamber. The cause of the reported condition could not be determined.